Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effects of ventricular fibrillation and surgical procedure are listed in the graftmaster rx coronary stent graft system, instructions for use as known patient effects that may be associated with use of a coronary stent in native coronary arteries. The investigation determined the reported failure to advance and subsequent treatments appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the saphenous vein graft artery to obtuse marginal artery. A 3.0x16mm graftmaster covered stent system was unable to cross due to the anatomy. The patient converted to open thoracotomy; however, multiple episodes of ventricular fibrillation arrest occurred. Defibrillation was performed to treat the ventricular fibrillation and the patient cardioverted. Coil embolization of the svg was performed to successfully stop the bleeding. The patient had a slow recovery and expired on (B)(6) 2013 due to sepsis. In the physician¿s opinion the graftmaster covered stent did not cause or contribute to the patients death. No additional information was provided.